Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture threshold post generator implant. Upon examination in the recovery room, it was noted that the lead exhibited loss of capture in all the three vectors. Chest x-ray was done. The lead was deactivated. The patient was in a stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: implant date mentioned in the previous report was incorrect. Correct implant date is (B)(6) 2012.